Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension, pericardial effusion, cardiac tamponade and an aortic dissection. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. After performing the transseptal puncture, the blood pressure began to drop. A pericardial effusion and cardiac tamponade were noticed, so a pericardiocentesis was performed and 50 cc of blood were drained from the patient. The blood pressure kept dropping but the effusion was not growing. A transthoracic echocardiogram (tte) was performed, and it was observed that something was compressing the left atrium. A transesophageal echocardiogram (tee) was performed, and a descending aortic dissection was noted. The patient went to surgery and received two vascular stents. The patient is expected to fully recover from the event. Ablation had not started yet at the time of the event. The intended use of a farawave catheter to treat persistent atrial fibrillation constitutes off-label use of the catheter. The sheath is not expected to return as it was disposed.